Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 3 cm and 4 cm marks on the catheter body. Kinking of the catheter shaft appeared to contribute to the observed split; however, it appeared that an additional, unidentified factor(s) may have also contributed. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient attended for treatment this morning, when PICC line accessed noted a leak from PICC dressing where butterfly wing was, dressing removed & PICC line flushed again & this time noted leaking from the PICC site itself where the securecath placed, PICC line removed aseptically then confirmed that PICC fractured internally. When PICC line flushed leaking noted 4cm internally from the butterfly wing. Additional information received: no patient impact.

Event description:
It was reported that the patient attended for treatment this morning, when PICC line accessed noted a leak from PICC dressing where butterfly wing was, dressing removed & PICC line flushed again & this time noted leaking from the PICC site itself where the securecath placed, PICC line removed aseptically then confirmed that PICC fractured internally. When PICC line flushed leaking noted 4cm internally from the butterfly wing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.